Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A lead extraction procedure commenced to remove an ra and rv lead due to non-function. Non-medtronic lead locking devices (iids)were inserted into the leads to provide traction. During the procedure, the leads inner lumens broke and the iids were removed in their entirety, leaving behind the leads outer insulation and cabling. To attempt to remove the lead remnants, snaring was performed, using a cook medical needle's eye snare, a merit medical endovascular snare system, and a medtronic amplatz gooseneck snare. The ra lead remnant was successfully removed. While attempting to remove the rv lead remnant, the lead disintegrated with use of the snare, breaking the rv lead remnant into multiple pieces. A long, 7-8 cm section of lead remained in the rv, unable to extract. Additionally, fragments of the rv lead were left in the ra. A small 1 cm section of outer insulation migrated (embolized) into the patient's right lung. The procedure was stopped after approximately 8 hours of attempted extraction, and 2 hours of fluoroscopy. The patient was stable at the end of the procedure, and a multidisciplinary team meeting with surgical colleagues was planned to discuss further treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.